Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The field service engineer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and reqired maintainance. The field service engineer shut down medstation, removed back panel and inspected failed drawer. Reseated row board cable and rebooted machine. The system functioned as intended after the field service engineer troubleshot the device.